Event description:
It was reported that the asymptomatic patient presented for follow up. Post-sensed t wave oversensing was observed. Reprogramming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.